Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon investigation, it was noted that the wound did not close post implant. The device was observed to be exposed through the tissue. The. The device was explanted. Prophylactic antibiotics were prescribed. The patient was in a stable condition.